Event description:
Information received from a patient reported that they haven't had any therapeutic benefit from their implantable neurostimulator (ins) and were still in pain so they stopped using their device. It was reported that the patient's last successful recharging session was about 7-8 months prior to the date of this report, which was also when they stopped using their device. However, it was earlier stated that the patient had not used their pain stimulation for 1 year and 10 months and when they did try using it, it didn't work. The exact date of when the patient stopped using their device was unclear. The patient reported that they saw "symbols of a box and glove, 7 squares and a circle with an 'I' in it" when they turned on their device. The patient stated that they have tried placing their device on their back but it didn't do anything. It was reviewed that if device hasn't been charged in over three months that it may be in an overdischarge state. The patient stated that they switched pain doctors and they were told that their issue was with the discs in their spine and that the fluid in their spine that was supposed to have movement was ata standstill. As a result, the patient had back surgery about 6 months prior to the date of this report and had 6-8 pins put in their back. The patient has been on pain medication (oxycodone and tylenol) and wants to stop taking it as it was making them nauseous and feel like throwing up. It was noted that the patient wanted to try using their ins again to see if it would help with their pain and wanted to get their medication changed. The patient was to follow up with their healthcare provider (hcp) to address their concerns and to perform a physician mode reset (pmr) on their device. Indication for use is non-malignant pain.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.